Event description:
It was reported that during tka procedure and inside the patient the locking part of gii mis dcf align gde was loosen, so that the gii mis dcf distal cut blk could not be hold properly. This event caused 45 minutes delay and the procedure was finished with a change in the surgical technique.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms significant wear and usage. There is damaged on the locking mechanism. Thus, the device 71441147 would not lock onto the mating device. A medical investigation was conducted and this case reports the alignment guide was loose and did not hold the distal cutting block properly. This causes a 45-minute surgical delay. The procedure was completed with a change in the surgical technique. Aside from the delay, no other patient harm is reported. Therefore, no further clinical assessment is warranted at this time. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.